Event description:
During service, failure code 812:02 was found. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.